Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered abdominal pain, urinary tract infections, urinary problems, dyspareunia, and neuromuscular problems.